Manufacturer narrative:
(B)(4). Date sent to FDA: 07/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was the initial procedure? Cardiac case. What was used to complete the procedure? Another suture was used to complete the case. No patient harmed. H3 analysis summary: visual analysis of the returned product revealed that one paper lid, one needle, one needle/suture piece and suture piece product code 8557 were received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture was noted to be damaged at the surface; in addition, the ends were observed to be cut. After further evaluation, crimping marks were observed on the surface suture possibly from a surgical instrument. A manufacturing record evaluation was performed for the finished device batch qjbeup and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #? Prolene 8557 lot qjbeup 1 suture with needle available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What was used to complete the procedure?

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.